Event description:
It was reported that the patient was re admitted on event date, for a wound dehiscence and repair. Original procedure was sigmoid resection performed in 2001. The patient is reported to be fine.